Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The helpline reported that a customer was hospitalized. The customer's blood glucose level was unknown. Troubleshooting attempted to contact the customer, but there was no answer. No further details provided.